Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for erratic and low blood glucose test results. The customer called concerned with test results from results obtained of 65, 68, 64, 61 and 97 mg/dl. The customer stated her expected blood glucose test result ranges are below 100 mg/dl am fasting and below 180 mg/dl 2 hrs. Post meal. The customer feels well and did not report any symptoms. Customer advised that on (B)(6) 2026 when she was getting the low results (no symptoms), she had called her doctor to ask what she should do. Per customer her doctor advised her that if she is not having symptoms to go with the higher of the result and if she is having symptoms to go with the lower result. During the call, a back-to-back blood test was performed by the customer pm fasting and produced test results of 62 mg/dl and 65 mg/dl using true metrix air meter. Per customer, the product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/30/2027 and per the customer the open vial date is 1 week ago. The meter memory was reviewed for previous test result history: result 1: 65 mg/dl date: (B)(6) 2026 time: 2:24 pm unsure. Result 2: 68 mg/dl date: (B)(6) /2026 time: 9:53 pm unsure. Result 3: 64 mg/dl date: (B)(6) 2026 time: 9:52 pm unsure. Result 4: 61 mg/dl date: (B)(6) 2026 time: 9:49 pm unsure. Result 5: 97 mg/dl date: (B)(6) 2026 time: 9:41 pm unsure.